Event description:
A customer notified baxter corporate product surveillance (cps) of one ce intermate lv 100 in which the luer end of the tubing became detached. This was discovered while the product was still in the packaging before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken luer post. The root cause of the broken luer near the base of the stem was determined to be a manufacturing defect: no repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.